Event description:
The customer reported failed quality control (qc) results and high relative light units (rlu's) values involving unicel dxi 800 access immunoassay system. There was no pt impact. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. The fse completed preventive maintenance (pm) on (B)(4) 2009. System verification was within specifications. On (B)(4) 2009, the fse re-adjusted the peri-pump tubing due to discrepant aspirate volumes. The fse performed system check and it failed the washed portion. The fse diagnosed a defective peristaltic pump and replaced the pump. The fse verified system specifications. This reportable event was identified during a retrospective review of product complaints conducted from jan 1, 2008 through oct 23, 2010 for additional reportable events.